Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient noted pain while wearing the pod for between 49 and 71 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
A crack was observed on the top housing of the device. The exact timing and cause of the crack remain undetermined. However, the investigation concluded that the crack did not impact the device's functionality. The pod was received partially deployed. The slide insert was visible in the top housing viewing window, and the linkage assembly was in the fully deployed state. The formed needle did not retract and was visible in the exposed portion of the soft cannula. Additionally, the hard cannula was found to be bent. As the hard cannula was exposed, it could not be determined when or how these damages occurred. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installation. The incorrectly installed hard cannula is confirmed as the cause of the reported needle mechanism failure. The investigation determined that the reported pain during insertion was caused by the exposed formed needle. The damage in the hard cannula resulted in the needle being partially deployed, which was identified as the root cause of the pain during insertion.